Event description:
It was reported by a patient advocate (wife) that patient with this cardiac resynchronization therapy defibrillator fell on (B)(6) 2020. She stated that, due to the fall, two blisters appeared near the implant site. When the blisters burst the device could be seen. It was also reported that the clinic provided a magnet to prevent shocks. Patient expired approximately two months after the fall. No allegations were made against the device.